Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem of particulate matter was confirmed. The actual sample was returned for evaluation. A visual inspection was performed and the sample was found with particulate matter present. The laboratory analysis of the particles determined that they were aluminum particles. These particles were introduced during the manufacturing process. The manufacturing procedures were updated in order to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer had contacted baxter corporate surveillance regarding a mini cap pouch which had contained particulate matter (pm). The pm was described as black 'dust' on the cap. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.